Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified antibiotic, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the tubing set was connected to an unspecified primary tubing set. It was reported that after the delivery of the antibiotic was started, no flow of solution was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. It was reported that the pt remained stable. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info including event details, if the tubing set was replaced and therapy resumed, and reprocessing of the tubing set.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The rptr was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the rptr upon query by hospira personnel.